Manufacturer narrative:
Age at time of event: over 18 years. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-07941. It was reported that a guidewire became stuck in the catheter. An angiojet zelantedvt catheter and a 035/260 magic torque guidewire were selected for a deep vein thrombectomy case in the inferior vena cava (ivc). During the procedure, the guidewire became stuck in the catheter. They could not remove the guidewire from the catheter and ended up having to remove the entire system. The case was abandoned and the procedure was not completed due to this event. They ended up dripping the patient overnight with proteolytics. There were no patient complications.